Event description:
Patient 5, it was reported that they added 2 new rods, 2 new spacers and 4 new screws. They were 2 inferior 2 superior and removed 2 screws. This is no additional information available.

Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Upon further review, it was noted that this (B)(4), MFR report #2520274-2013-01209 is a duplicate filing for complaint #28490, MFR report #2520274-2013-01199. Synthes USA is retracting MFR report #2520274-2013-01209. MFR report #2520274-2013-01199 will remain on file.